Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient's implantable cardiac monitor exhibited a sensing anomaly. Upon review, inappropriate diagnosis of pauses, tachycardia and atrial fibrillation were observed. No intervention was reported. The patient was stable throughout and will continue to be monitored.